Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # v054407, implanted: (B)(6) 2008, product type lead; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 7438, serial # (B)(4), product type programmer, patient; product ID 37602, serial # (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator; product ID 3387s-40, lot # v054407, implanted: (B)(6) 2008, product type lead; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2008, product type extension. (B)(4).

Event description:
It was reported the patient had a shocking or jolting sensation. The patient was admitted to the emergency room on (B)(6) 2014 for shaking and shocking sensation over their entire body. It was stated that this started to occur three days prior to report. The patient believed this was device related and had attempted to turn their device off but the shocking continued. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.